Event description:
It was reported that this 980 ventilator failed the breath delivery (bd) power on self test (post) with a "vent inop" message. The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
Issue identified during product analysis. H3 device evaluation summary: medtronic conducted an investigation based on all information received. It was reported that this 980 ventilator failed the breath delivery (bd) power on self test (post) with a "vent inop" message. The device was available for evaluation. The service personnel (sp) inspected the ventilator, confirmed the reported issue in the logs, and replaced the pneumatic interface (pi) printed circuit board assembly (pcba). The ventilator passed all calibrations and tests per the manufacturer's specifications at the time of service. One pi pcba was returned to medtronic for analysis. Visual inspection showed the capacitor (c196) had signs of thermal damage. The returned pi pcba was attached to the failure investigation test ventilator for analysis, but it failed the post. The fault was isolated to c196 on the pi pcba. If a failure of the c196 were to occur while in use on a patient, the ventilator response would be a loss of ventilation to the patient. The cause of the event was isolated to faulty capacitor c196 on the pi pcba. The event is included in the trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.